Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to altitude alarm. Customer delivered a correction bolus via an alternate pump to address bg level. Customer reverted to an alternate method of insulin therapy.